Event description:
T was reported issues with pca pump during use with bd 50ml prefilled syringes containing morphine 30ml that were compounded by staq pharma inc (ndc: 73177-0105-30, morphine sulfate pf 30mg/30ml. 30ml in 50ml syringe). Per report, the device "works for a little while and then errors and stop running". The sku number of the bd 50ml syringe was not provided at the time the initial report was received. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.